Event description:
I had ivc filter implanted for treatment of dvt in right leg. Two days later I had a sever side effect. There was a major increase in the severity of the dvt including multiple pe. The new clots started at the ivc filter and spread down both legs. I spent 14 days in intensive care with 14 hours interventional radiologic procedures to restore blood flow to my legs. After nearly a year of compression socks worn 24/7 and blood thinners I still have sever swelling of my calf's and ongoing pain.